Event description:
It was reported that the implantable cardioverter defibrillator exhibited oversensing noise. Further information was requested however, was not provided.

Event description:
New information noted that no intervention was performed and there were no patient consequences.